Event description:
The customer, (B)(6), contacted the device manufacturer on 24-feb-2026 to report during packaging of the swabable vial adapter (sva) with the customer's drug product, foreign particles were detected within the primary packaging of the devices and also within the sealing area of the primary packaging. This deficiency was found prior to use. The device had not yet entered into the distribution stage to the end user (i.e. Being put into service), there was no health impact to the end user.

Manufacturer narrative:
The reported issue is currently under investigation and will take into account lot k814. Upon completion of the investigation, a follow-up report will be submitted.